Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are exerting significantly more vacuum pressure than usual and are popping off the vacutainer holder mid-collection. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are exerting significantly more vacuum pressure than usual and are popping off the vacutainer holder mid-collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that this complaint is not reportable. This supplemental report has been submitted for the purpose of cancelling MDR 1024879-2025-01126.